Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said she had a bowl movement before christmas and then the thursday and friday she leaked a terrible mess. Got to her sons saturday and stopped leaking. Then tuesday had a bowl movement and that afternoon leaked and had to change seven times. Patient was redirected to follow up with hcp to have device checked. Patient just got the poor communication with and without the antenna. Patient said she felt stimulation this morning.. There were no further symptoms or complications reported or anticipated.

Event description:
Additional information received from the patient reporting that the circumstances that led to the poor communication with and without the antenna was that patient was constipated for 3-4 days and had no bowel movement. And then when patient finally had a bowel movement, they leaked for the next 2 -9. It was terrible and embarrassing. Patient stated they went into the healthcare professional (hcp) office and had more adjustments done on the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated the patient was seen by a doctor who adjusted the device. The patient had not had any problem currently and will follow up with patient next month.